Event description:
It was reported that during da vinci-assisted surgical procedure, the medium-large clip applier instrument was unable to release the clip once it was applied. The procedure was completed with no reported injury. Intuitive surgical inc.(isi) followed up with the initial reporter and obtained the following additional information: no further information was available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the device for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of severely bent grip tips be related to the customer reported complaint. The clip applier instrument was found with one of the grips bent. The damage was found near the base of the clip groove, causing a 0.032" offset at the tips. As a result, the clip could not be properly loaded on the grips. The instrument failed the clip test. The clip did not release from the grip tips after closing.

Event description:
Refer to h10/h11 for follow-up information.